Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30609926l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, it was confirmed to have decreased blood pressure and small cardiac shadow movement. The procedure was immediately discontinued and drainage was performed. Stopped when ablation was conducted for roof and bottom, after that, when mapping and ablation was conducted for at2 by prn. Drainage was performed immediately and the condition was stable. The physician commented that when asked if there was anything wrong with our company products, physician said nothing in particular, but my technique has become rough. View that there is no causal relationship. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 14-dec-2021, bwi received additional information regarding the event. The physician¿s opinion on the cause of this adverse event: procedure. Patient outcome of the adverse event: improved. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).